Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5103634) on 20-sep-2021. The most recent information was received on 24-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy periods, period clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria disability, medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety"), uterine cyst ("uterine cysts") and fallopian tube cyst ("fallopian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, migraine, anxiety, uterine cyst, fallopian tube cyst and weight increased outcome was unknown. The reporter considered anxiety, fallopian tube cyst, heavy menstrual bleeding, migraine, uterine cyst and weight increased to be related to essure. The reporter commented: ¿the event outcome ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-sep-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5103634) on 20-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy periods, period clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria disability, medically significant and intervention required), migraine ("migraines"), anxiety ("anxiety"), uterine cyst ("uterine cysts") and fallopian tube cyst ("fallopian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, migraine, anxiety, uterine cyst, fallopian tube cyst and weight increased outcome was unknown. The reporter considered anxiety, fallopian tube cyst, heavy menstrual bleeding, migraine, uterine cyst and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.